Manufacturer narrative:
Correction h6 conclusion code.

Manufacturer narrative:
The report event of high impedance was confirmed. Return octrode lead body had a kink with all internal wires broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo. The complaint can be confirmed through visual inspection.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that high impedance issue was observed on every contact of the octrode lead. Upon x-ray review, lead interruption at the l1 position was found wherein the lead was found to be broken into two parts. Lead was explanted, and a new lead was implanted. Upon impedance check, high impedance was observed on contact eight however the remainder contacts had normal impedances. No additional information is available at this time.